Event description:
It was reported that the pt's symptoms returned following a fall. The pt was helping move furniture and slipped, hitting his head on the left occipital area. One device was within normal impedance range, and the other device was greater than 4,000 ohms. Further info is being requested from the hcp.